Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a low battery reset due to undetermined root cause. The pump was opened and internal inspection of the pump did not reveal any significant anomalies. The battery passed the battery resistance test, the battery¿s impedance was within specifications. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-june-01, additional information was received from a foreign manufacturer representative (rep). It was unknown if the motor stall recovered or how long it lasted. The pump was sent to minimum rate. The pump was explanted on (B)(6) 2017. No MRI occurred and it was unknown if the pump was exposed to electromagnetic interference (emi).

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 3000 microgram/ml at 1226 microgram/day via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, during normal use there was a critical pump alarm. The patient went to the hospital and the pump was stopped. They managed to start the pump. It was reported that the patient ¿feel relaxed and fine¿ at that time. It was reported that the physician ¿start th stop again¿ and everything went back to normal. On (B)(6) 2017, the pump stopped again and the patient was on the way to (B)(6) hospital. The patient had more spasm now at this time. When asked if there were any environmental/external/patient factors that may have led or contributed to the issue it was reported ¿normal condition.¿ it was noted that the pump needs to be replaced. It was unknown if surgical intervention occurred. It was noted that the issue was not resolved at the time of this report. The patient status at this time of this event was reported as alive-no injury. No further complications were reported and/or anticipated. The patient¿s medical history included epilepsy and cerebral palsy.